Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure, the physician fired the gun and during withdraw of the device (when the physician tried to pull the device back out of the patient's prostate) some resistance was met, it was bent. The case was completed with another of the same device.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the complainant.